Event description:
It was reported that during a tlip at l4-l5, s1, during screw insertion the tip of the screwdriver broke. Broken pieces were retrieved from patient, no harm to patient. While placing the pedicle screw at s1, surgeon noticed the collar inside the screw was turned sideways. The surgeon backed out the screw and selected another screw. Procedure was completed with no further problems. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the first thread on the distal end is stripped and the remaining threads have dents and burrs. The tip cannot be inserted into a screw due to the damage. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional manufacture date is 9/1/2011. Original awareness date is (B)(6) 2011.